Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr >7.5, second test inr = 1.9, third test inr = 2.6.

Manufacturer narrative:
Inration precision data provided by end-user: first test inr >7.5, second test inr = 1.9, third test inr = 2.6, mean=cannot be determined; sd = na; %cv = na. The %cv cannot be determined. Products will be tested.